Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "aiming beam fires straight out of fiber @ 367,024 joules". The procedure was completed using a second fiber at 180,944 joules. Pt outcome: "no injury to the pt".